Manufacturer narrative:
Event date: exact date unknown, event occurred a day before the manufacturer was made aware.

Event description:
It was reported that the patient experienced pocket pain. The patient underwent a revision procedure wherein the ipg was replaced and moved the pocket three inches lower than the previous one. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.